Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an incorrect reading. No patient harm was reported. Attempt #1: (B)(6) 2021: emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via (B)(6) for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the gas unit, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: (B)(6) 2021: emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via (B)(6) for all items under the no information section. No reply was received. Bedside monitor: model: ni, sn: ni.

Event description:
The biomedical engineer reported that the multigas unit was giving an incorrect reading. No patient harm was reported.